Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was currently not seeing any coupling bars on the bottom row but was showing all the other icons on the charging screen. The efficiency row was not showing. The patient reported that the connection between the magnet and the ins recharger (insr) was broken, further stating that the plastic part was broken. Patient noted that they do not wear a holster and it was not clear which part was broken. Patient stated they had not tried a hard reset yet, and that they had not had any changes to settings or usage to effect the time it takes to charge the ins. Patient stated that they would need to get a screw driver and a paper clip and call back to try a hard reset over the phone. It was reviewed for the patient that once insr was reset, we can try and figure out coupling and see if poor coupling is affecting why the ins was taking longer and longer to charge. No symptoms reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the problem with coupling was corrected by pressing the box which is inside the recharger. The cause of the ins taking too long to charge was not determined and was still present, further stating that this problem has been present for a couple of years.